Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that ongoing cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, the customer confirmed the o-ring was not located on the pneumatic tap. Customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.